Event description:
Complainant alleged that while treating a pt (age & genger unk) the device would not discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and observed proper operation during functional and performance testing. The reported malfunction was not replicated or confirmed. The device was returned to the customer. Two events were reported for this device. The first was reported under medwatch report number 1220908-2006-00085.